Event description:
Additional information was received from a healthcare provider (hcp). The patient first started experiencing a loss of efficacy in (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving baclofen (unknown dose and concentration) via an implanted pump for intractable spasticity and multiple sclerosis. Patient medical history was multiple sclerosis. The patient exhibited signs of loss of intrathecal therapy (itb) efficacy. A catheter dye study was done and showed flow but the patient did not respond to an increased dose. An indium study was done and showed accumulation of all isotope in the pump pocket. It was unknown as to what may have led or contributed to the issue. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2016; the patient was going to have the pump replaced and catheter assessed. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the patient had her pump replaced on (B)(6) 2016 and they were awaiting results. The catheter was aspirated and was perfect. Dye study was done and was normal. An indium study was also done and showed no movement of drug out of the pump pocket. The pump was returned for analysis.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Device code (B)(4) no longer applies.

Event description:
Additional information received from business partner (B)(4) on (B)(6) 2016 stated that on (B)(6) 2016, additional information was received from a physician which indicated that the patient¿s catheter had become disconnected from the pump and the patient was ¿not receiving the drug into the intrathecal space as it was intended.¿ at that time, the patient was undergoing repair of the pump catheter system and would resume intrathecal baclofen therapy once the repair was complete. As of (B)(6) 2016, the physician felt there was no adverse drug reaction or response and the events were unrelated to baclofen. No additional information was provided.

Manufacturer narrative:
The catheter was not returned for analysis. (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.